Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection performed on the product identified that both drape clips were broken, damage to the battery mounting area and both enclosures, and oil was observed leaking from between the enclosures. A functional evaluation performed with a known good battery revealed the unit continually tried to pressurize. The piston migration was checked and it registered at 2.88 inches, which is indicative of heavy hydraulic fluid loss. The unit¿s enclosures were separated and excess hydraulic fluid was noted on the bimba, motor, printed circuit board and within the enclosures. It was also noted at this point that the inner screw mounts of the enclosures were heavily damaged. Excess oil was also noted within the bimba cylinder. The seal had failed within the cylinder allowing an excess amount of hydraulic fluid to escape. The complaint of leaking fluids was verified and the root cause was associated with a seal failure within the bimba cylinder. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that during a shoulder procedure, device started to leak fluids causing loss of traction. Patient arm had to be held to finish the case. There was a surgical delay as a result of the malfunction, no patient injuries were reported.